Manufacturer narrative:
Device received and tested. Visual inspection was performed, no kinks were found in the tubings, nor cracks or damage in the disposable and no missing components. Functional testing was also performed, the device passed set up and biopsy test, saline was visible and canula was capable of being fired 5 times with the remote valve. Inner cannula was able to open and close and the device was working as inteneded. No leaks were found and suction worked as intended.tissue acquisition test was performed and the device worked as intended however the tissue was not able to go reach the filter. Hence the complaint can be confirmed. This complaint will be tracked and trended. We will continue to trend and monitor the reported condition. Corrective action not warranted at this time. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an eviva procedure on (B)(6) 2021 , adequate samples were not achieved due to vacuum issues ,the patient had to be rescheduled for a second procedure on a different day and may require an extra biopsy. No other information is available